Manufacturer narrative:
(B)(4). Biosense field service engineers confirmed with the local clinical account specialist that the issue could not be replicated and that the account has done several cases since this was reported. Since this was a MDR reportable event, an additional original external manufacturer (OEM) manufacturer action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service.

Event description:
It was reported that during ablation, the intracardiac electrogram (ic) and bs ECG's appeared as flat lines on cardiolab system. The catheter setup was unusual. The diagnostic catheters were connected to the carto3 piu; but a celsius catheter was connected directly to stockert and a 4-pin cable from stockert was connected to the cardiolab system to display the celsius signals. Direct connect cables were in use for bs and ic signals. The clinical account specialist (cas) was unable to troubleshoot further, as the ablation was almost done. According to the affiliate, no other bwi products caused malfunction.

Manufacturer narrative:
(B)(4).